Manufacturer narrative:
Block h6: imdrf device code a0510 captures the reportable event of retraction problem. Block h10: the returned capio slim device was analyzed and was found visually in good condition. Additionally, during functional analysis, the device was properly deployed, and it was able to retract. With all the available information, boston scientific concludes that the event of carrier retraction problems could not be confirmed. Since no damages were found on the returned device and there is no enough evidence, it is determined that the most probable cause cannot be confirmed due to the lack of information. The complaint is classified as "no problem detected" due the investigation findings do not lead to the device complaint or problem confirmation. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2023, for the treatment of prolapse. During procedure, the capio carrier was not able to retract inside the patient. The carrier had to be manually retracted to remove the device from the patient. The procedure was completed with another capio slim device and there were no patient complications as a result of the event.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2023, for the treatment of prolapse. During procedure, the capio carrier was not able to retract inside the patient. The carrier had to be manually retracted to remove the device from the patient. The procedure was completed with another capio slim device and there were no patient complications as a result of the event.

Manufacturer narrative:
Imdrf device code a0510 captures the reportable event of retraction problem.